Manufacturer narrative:
An investigation was performed on the device associated with this event. The bottom housing indicates that the adhesive was properly welded to the device, and no damage or defects were observed. The cannula was also evaluated, and the exposed portion of the soft cannula was found to be torn, resulting in a fluid leak. The cause of the reported adhesive issue and the observed cannula damage could not be determined. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.g981u1ueschyc1 hardware: sm-g981u1 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl between 4 and 24 hours of wearing the pod. The patient stated the adhesive is not sticking well to the arm. The pod was removed, and a new pod was applied. Based on the evaluation of the returned device, the cannula was found to be torn.